Event description:
Noticed after the case that there was grease on the mics and looked inside and it looked damaged. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that noticed after the case that there was grease on the mics and looked inside and it looked damaged. Product evaluation and results: as per work order (B)(4) and case number (B)(4) the alleged failure mode was confirmed. Lot #4202665 - RMA #(B)(4). Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: internal issue with mics. The alleged failure was confirmed. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot k0a3b and (B)(4) devices were accepted into final stock on 08/23/2017. Review of qt 17- 08 - 0083 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot k0a3b shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Noticed after the case that there was grease on the mics and looked inside and it looked damaged. Case type: tka.